Event description:
Tyshak ii balloon dilation catheter 20mm x 4cm ruptured inside the patient upon third dilation of the aortic valve. Physician attempted to remove balloon catheter from body through an 8f cordis sheath. The balloon lodged at the end of the 8f cordis sheath and was unable to be removed from the arterial puncture site. Vascular surgery consulted and performed cut-down on the right femoral artery, removing the damaged balloon and guide wire and sheath. Femoral artery sutured closed by vascular surgeon. Right groin dressed and patient sent to cardiology pacu in stable condition. Transthoracic echocardiogram (tte) performed while patient in the cath lab, no foreign bodies seen.